Manufacturer narrative:
Results & conclusion summation - product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the tortuous and calcified lesion, such that the balloon ruptured upon multiple inflations. Unfortunately, without the returned device for analysis, a conclusive root cause for the reported difficulties could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx voyager balloon ruptured during the third inflation at 12 atm. Reportedly, there were no patient effects. No additional event or patient information is available.